Event description:
During surgical procedure repairing inguinal hernia, a snowden laparoscopic grasper malfunctioned and broke while inserting hernia mesh. The broken piece was removed from trocar, mesh was replaced with new mesh, and irrigation fluid was also replaced. An xray was performed in or before incisional closure to confirm there were no retained pieces of the grasper in patient's abdomen. Wet read of xray was conducted by radiologist - he confirmed there were no retained foreign objects.